Event description:
Customer received result of 396 mg/dl on the aviva nano system and result of 104 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.